Manufacturer narrative:
No samples were returned from the initial lot. No retained samples were available for review. A batch review of the reported lot indicates there were no non-conformances reports issued for the finished goods lot. The product from this finished goods lot and all of the components met surgical specialties requirements throughout the incoming, manufacturing and the final inspection processes. The sterility records and the results were within the required specifications. Additional information was requested regarding the results of the analysis and details of culture results, patient specific health information and details regarding the procedure itself. No response was received. On 10/23/2019 a follow-up email was sent to the distributor. Our distributor indicated there is no additional information for the above event. To date the location of the samples or the analysis results are not known. Healing or complications can occur if strict asepsis is not maintained throughout the procedure and post-operative, if the wound edges are not aligned properly or if sutures are too tight. This can lead to devitalisation of the tissue at the wound. The post-operative discomfort and healing can also be affected if the patient has other health problems that can hinder or prolong the healing process (ex. Diabetes, heart or circulatory problems, allergic to the suture material and/or pain meds). Without reviewing and testing the complaint device or receiving pertinent details regarding the pre-operative preparation of the device, procedure performed, surgeon's technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the reports of infection/skin reactions, results of the tissue samples culture or blood screen to identify the type of infection/reaction and antibiotics prescribed, a definitive root cause cannot be determined at this time.

Event description:
It was reported by our distributor that post op a tummy tuck, the patient had a scar revision. The surgeon noticed the skin looked directly aggravated at the incision site. The suture was removed with samples of surrounding tissue and sent for analysis. The facility will continue to monitor the patient. The results of the analysis could not be obtained. No further information was forwarded at this time.